Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1. It was reported that during removing all break-off parts of set screw from the driver, the surgeon noticed that there was an extra set screw which seemed to come from a previous surgery. No patient complication has been reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: submitted picture appears to show (B)(4) set screw driver which was associated with the event. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.